Manufacturer narrative:
Description of event: as reported, during an evar and r ibd a lunderquist was introduced into a flexor high-flex ansel guiding sheath when it began leaking at a rapid rate. The user tried to reposition the sheath, but found that repositioning did little to slow the "drip". The user completed the procedure with the same sheath, but completed the procedure in quick order to remove the problematic sheath. The user did this so they could introduce the main body as quickly as possible to prevent more blood loss. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, interview of personnel, manufacturing instructions, and quality control data. The complainant returned one used kcfw sheath to cook for investigation. Biomatter was present on the returned device. A leak test confirmed leakage from the check-flo valve. The silicone disc was removed from valve and a tear was found in the disc. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ instructions for use: sheath introduction. ¿ensure that the inner diameter (ID) of the sheath is appropriate for the maximum outer diameter of the instruments to be introduced.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded a definitive conclusion could not be determined. It is suspected that the silicone disc was torn when the physician inserted and manipulated the lunderquist through the valve. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an evar and r ibd a lunderquist was introduced into a flexor high-flex ansel guiding sheath when it began leaking at a rapid rate. The user tried to reposition the sheath, but found that repositioning did little to slow the "drip". The user completed the procedure with the same sheath, but completed the procedure in quick order to remove the problematic sheath. The user did this so they could introduce the main body as quickly as possible to prevent more blood loss. No portion of the device remained within the patient. This did not result in additional procedures or prolonged hospitalization. No adverse effects to the patient occurred due to this event. Additional information has been requested.